Manufacturer narrative:
No remedial, corrective, preventive or field safety corrective actions have been implemented; however, the manufacturer will continue to monitor its complaint database for purposes of tracking and monitoring similar events for significant trend occurrence.

Event description:
It was reported the patient noticed the lead wire had eroded through the skin. To address the issue, the physician took cultures of the wound site and opted to explant the system. Culture results are unknown at this time. The patient was hospitalized and prescribed antibiotics.

Event description:
Follow up information identified the patient has been released from the hospital.

Manufacturer narrative:
A patient experiencing lead erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.